Event description:
When the physician attempted to remove the catheter after a c-section, a piece of the outer coating separated. The piece of clothing was removed from the pt and there were no complications. Info from the user indicates that when the catheter was placed, the physician got a wet tap and he decided to give a spinal dose rather than an epidural dose. The physician stated that there was nothing wrong with the catheter. He feels that the problem was technique related.